Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found no failures associated with the accuracy of the system. The system passed a 10 and 3 point accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy on the system during a case. Once registration was completed, the site attempted to go to the 1st trajectory at the right s2ai screw. After a pilot hole was drilled, and the ballast drill and cap were used, the surgeon thought they were in soft tissue and aborted the system. The surgeon proceeded with the case freehand. There was no patient harm reported and the procedure was delayed less than one hour.